Manufacturer narrative:
(B)(4). S/w 2.8c. P-cap locked in place properly during testing. Unit received with broken belt clip rails, cracked retainer, cracked reservoir tube lip and cracked keypad at select button.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.